Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device was warm or hot to touch. Boston scientific technical services (ts) discussed that device is not supposed to heat up and mentioned that it could be an infection. Thus, suggested to contact the physician. There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.